Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 5 retention samples from bd inventory were evaluated by functional testing, each drawn with horse blood, and no issues were observed relating to air bubbles as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode air bubbles. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ syringe with attached needle there were air bubbles in the blood within a tube or gas syringe. The following information was provided by the initial reporter. The customer stated: "the nurse took blood gas test for the patient. After blood was drawn, there were a few bubbles in the blood gas needle."